Manufacturer narrative:
Additional information was received from the local field representative that recent pacing impedance measurements were observed to be acceptable and within range. This product remains implanted and in service and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unrelated procedure, this right atrial (ra) lead, implanted with another manufacturer's device, exhibited intermittent high out of range pacing impedance measurements and oversensing. It was reported that no pauses in pacing were observed. No adverse patient effects were reported.